Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported at the moment of implanting an intraocular lens (iol) using a preloaded delivery system, the lens was torn. The tear did not compromise the optical zone so the lens remains implanted and there is no reported patient impact. Additional information was requested.